Event description:
Litigation alleges that based on the elevated levels of cobalt and chromium in pt's body, pt will likely be required to undergo revision surgery. Update: (B)(6) 2011 - medical records were received. Medical records indicate the pt was revised to address alval.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.